Event description:
It was reported 30 bd nano pro 4mm pen needles were unable to be primed. The following information was provided by the initial reporter: "it was reported that when priming there is no insulin flow."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on the provided lot number for needle clog. This is the 1st. Related complaint for needle clog on the provided lot number. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.